Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the back and front therapy pads. The patient reported sweating a lot and was unsure of any metal allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used bacitracin on the rash and the doctor also prescribed a cortisone cream. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the back and front therapy pads. The patient reported sweating a lot and was unsure of any metal allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used bacitracin on the rash and the doctor also prescribed a cortisone cream. Follow up indicated the irritation improved.